Manufacturer narrative:
Patient medications include but are not limited to: amlodipine, aspirin, atorvastatin, celexa, floricet, lisinopril, metoprolol, metoprolol succinate, xanax

Event description:
On (B)(6) 2015, the patient underwent re-intervention for treatment of a proximal type I endoleak and an additional conformable gore® tag® thoracic endoprosthesis was implanted proximally. The proximal type I endoleak was reportedly caused by bird beaking with a possible leak under the surface of the arch due to the acute angle of the arch. Angiography showed no leak, however discharge computed tomography showed a small proximal type I endoleak persisted.

Manufacturer narrative:
Review of the manufacturing records for the device(s) verified the lot(s) met all pre-release specifications. Additional devices involved in procedure include: tgu373720/(B)(4). , tgu373715/(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for a thoracoabdominal aneurysm and was implanted with three conformable gore tag thoracic endoprostheses. Surgical debranching of the celiac, superior mesenteric, renal and bi-lateral accessory renal arteries was also performed. A spinal drain was placed peri-operatively to lower the risk of any paraplegia for the patient. The patient tolerated the procedure without complication and was discharged on (B)(6) 2013. On (B)(6) 2015, the patient underwent re-intervention for treatment of a type I endoleak and an additional endograft was implanted. The patient tolerated the procedure.